Event description:
The event occurred on an unknown date involving a 14" (36 cm) appx 3.6 ml, transfer set w/4 clave¿, 2 tri-connectors, back check valve, clamp (blue), vented cap where the customer reported that one of the microclaves had fallen. It appears that it was not bonded with solvent. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
The device is not available for evaluation. However, a photo was received. The investigation is pending.

Manufacturer narrative:
The complaint of separation can be confirmed based on the photos shared by customer. The probable cause is due to a bonding error on during manual process assembly in manufacturing.